Event description:
An electrocardiogram was ordered because of premature beats. It was completed. The interpretation of the ECG printed on the ECG based on interpretation by the device itself, stated the rhythm to be "accelerated junctional rhythm." The correct rhythm was normal sinus with premature atrial beats. The frequency of errors of interpretation of ecgs by the ECG device is unk, but appears to be high. To the extent that this misinterpretation gets to the permanent record and to the pt, this has the potential to cause mistreatments, which could be life threatening.